Event description:
An expired item was implanted into a patient. Item expired in february and it was implanted in (B)(6). Hospital were not able to locate the item in (B)(6) 2013 when the expiring stock was requested to be returned.

Manufacturer narrative:
The reported locking screw was not returned to stryker kiel as ¿it has been implanted. Review of the device history records of the locking screw reported did not indicate any deviations; the DHR contain a copy of the label set (label for packaging and patient record label). All labels indicate end of shelf life by (end of) (B)(6) 2014 (nominal value). The device reported was documented as faultless prior to distribution. Real aging tests performed with stryker implants in 2007 reveal that there is a safety tolerance; implants with exceeded expiry date were checked more than 1 year overdue and considered still sterile subsequently. A medical consultation in a similar case (a nail has been implanted approx. Six months after expiry date) revealed that any such situation does not require medical intervention and a risk for the patient is not to be expected. The expiry date is a theoretical date which offers a high level of safety and the risk of an infection caused by a simple transgression of the expiry date is negligible. Nevertheless, the expiry date of the reported locking screw should have been noticed prior to surgery. Based on the above the event is not linked to a deficiency of the device but is rather related to off label use. No nonconformity was identified.